Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leakages and torn membrane". There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) and analysis was performed. The results recorded the "as received" tego connectors did exhibit component damages (tearing below rim/near the thread posts) . Engineering testing to the applicable product/performance specifications was performed. The results recorded no leakages or performance issues. The engineers report noted that the characteristics of this type of component damages did not affect tego performance or result in leakage. Findings: visual analysis of the as-received tego connectors did verify component damages indicative of usage conditions. However testing and analysis of the two returned used tego connectors recorded no leakages and or performance issues.

Event description:
Int'l. ((B)(4)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leakages and torn membrane". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and the device return investigation findings.